Manufacturer narrative:
Pump was received with blank display due to moisture damaged on electronic assembly. Unit was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was 109 mg/dl. The customer stated that her insulin pump quit working when she went swimming with the insulin pump on. The customer reported that there was fluid under the display. The customer reported that there was crack on the screen. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis